Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A screw and poly insert were implanted. Update 23/february/2023: patient was revised due to wear of the poly. The poly and head were removed and a new poly implanted with the thought that a femoral head to fit in it would be available. A femoral head for the liner was not available, so they wasted the liner, implanted a 28mm liner, and re-implanted the explanted head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.